Event description:
The customer reported that insulin pump alarmed motor error. The blood glucose reading was 297mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.